Event description:
Low results noted: pt test vs lab test (1/20/94) and (1/28/94). Mini study and more involved investigation showed: average 22% below lab results, exceeded acceptable limits 1/31/94. Tested another batch and results were within acceptable limits. Reported to MFR 1/31/94. MFR shipped replacement lot and rptr is returning reported lot.